Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient stated that their device got removed because it wasn't working the way they needed it to work. It was removed sometime in june and they stopped using the device in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.